Event description:
5 individual sutures had the needles prematurely disconnect. 1. The suture became disconnected from needle while the surgeon was suturing 2. One needle was found on the sterile field that had spontaneously disconnected from the suture.